Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. At the most recent follow up appointment, the expect remaining battery longevity was 1.5 years. In 2023, the expected remaining battery longevity was 6 years. It was advised that the device replacement would occur in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with a premature battery depletion. At the most recent follow up appointment, the expect remaining battery longevity was 1.5 years. In 2023, the expected remaining battery longevity was 6 years. It was advised that the device replacement would occur in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. A new device was successfully implanted. The explanted device was discarded and is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.